Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and elevate were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic pelvic open prolapse, cystocele, central defect, and stress urinary incontinence. On (B)(6) 2011, the patient was admitted for an acute kidney injury secondary to outlet obstruction and urinary tract infection. The patient underwent mesh revision/removal on (B)(6) 2011 due to urinary retention, puckering in the posterolateral vaginal vault and pelvic pain. The patient experienced urinary retention, catheterization and urinary tract infections, pain, erosion, extrusion, infections, urinary problems, fistulae, recurrence, bleeding and vaginal scarring. (B)(4).